Event description:
It was reported that the needle from a boneplast quick set kit would not attach to a syringe from a standard boneplast kit. A new kit was opened and used.

Manufacturer narrative:
The dhrs for the related devices were reviewed and no discrepancies were observed. The devices were made according to design specifications. Catalog #bpn01, lot # 267190.